Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vein in the left forearm. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. The balloon failed to inflate during the first inflation at 14 atmospheres; however, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with another of the same device. There were no patient complicatons nor injuries reported and the patient's status was good.